Manufacturer narrative:
Findings: unit passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 350 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The customer has done troubleshooting with 2 helpline representatives. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan.